Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Reportedly, customer successfully loaded a new cartridge to resolve the issues and resume insulin therapy on the pump. Customer's blood glucose level was 217 mg/dl.